Event description:
End user stated that the water sets in through the plastic and causes the screws to break off on the rear of the seat. End user stated the seat gave in and caused the end user to fall in between the frame resulting in bruising to his thighs and blood blisters on his toes due to the left heel being jammed between the footrest and the frame. End user stated the screws that are mounted to the frame and the seat are ripped out of the side of the wood causing the commode chair to be unstable. No medical intervention reported.